Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Technical services (ts) was contacted, and ts discussed troubleshooting recommendations. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Technical services (ts) was contacted, and ts discussed troubleshooting recommendations. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.